Manufacturer narrative:
An event regarding corrosion involving an unknown hip stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to corrosion of the femoral head and femoral stem neck. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the revision on (B)(6) 2015. Patient had an index left tha outside of cors scope. Patient had pain and was revised on (B)(6) 2015 for neck head corrosion. Only the head was exchanged in that revision. The patient then dislocated the left hip, a close reduction attempt was performed on may 8th, 2023. So patient had an open reduction with off-label constrained liner and head exchange on may 16th. 2023.

Manufacturer narrative:
An event regarding corrosion involving an unknown hip stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to corrosion of the femoral head and femoral stem neck. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the revision on 24/march/2015. Patient had an index left tha outside of cors scope. Patient had pain and was revised on (B)(6) 2015 for neck head corrosion. Only the head was exchanged in that revision. The patient then dislocated the left hip, a close reduction attempt was performed on (B)(6) 2023. So patient had an open reduction with off-label constrained liner and head exchange on (B)(6) 2023.